Event description:
It was reported that the pushing rod burst when the pressure reached 15 atm.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The x-force dilation catheter was returned with the original packaging. An evaluation was completed by futurematrix on 15sep2021. The balloon hub read 8mm x 4cm / 30atm, wire hub read .038 (.97mm) wire, and the y-connector read bard. Blood was observed to be present on the balloon, refold tool was on the catheter, and a burst was noted on the outer shaft. The device was visually inspected at 12-18" a normal lighting and no additional defects were noted other than the burst in the shaft. The hubs and hub connections were inspected under magnification and no defects were noted. An in-house 0.038" guidewire was inserted and passed freely. The shaft was dissected away from the balloon and the hub, and the inner shaft was removed showing no defects. The outer shaft was dissected into ten approximate 1" samples to measure minimum wall thickness, inner diameter and outer diameter; all measurements were found to be within specifications. This information was tabulated and can be found within the complaint investigation report in the attached files section of the investigation overview. The device was used for treatment purposes, the device did not meet product specifications and contributed to the reported event. A potential root cause for this event could be, "shaft wall too thin." No manufacturing issues or non-conformances were noted in the DHR review that could have caused or contributed to the reported event; therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the x-force® balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment." "All x-force® balloon dilation catheters contain air in the balloon lumen. The air must be removed to allow liquid to fill the balloon when it is inflated." "Note: do not use air or any gaseous substances as a balloon inflation medium always use sterile liquid media". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the pushing rod burst when the pressure reached 15 atm.